Manufacturer narrative:
Results: there was not visible damage to the handle. Conclusions: evaluation on the returned smart coil revealed that the pet lock was broken, but the embolization coil remained intact with its pusher assembly. If the patient¿s anatomy is tortuous, fiction may build up between the pull wire and pusher assembly hypotube. This friction may overcome the pull force of the handle and prevent the embolization coil from detaching from its pusher assembly. Further evaluation of the returned smart coil revealed that the pusher assembly was kinked. This kink likely occurred while forcefully advancing the device through tortuous patient anatomy. During functional testing, the pull wire was retracted to its maximum extension and the embolization coil did not detach from its pusher assembly. The coagulated blood inside the ddt may have prevented the embolization coil from detaching from its pusher assembly. Evaluation of the returned handle revealed that the device was functional. The handle was functionally tested and passed within specification. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2019-00576. 2. 3005168196-2019-00578.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-00576; 3005168196-2019-00578.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician reported that the first 3x8 smart coil did not detach using the handle. The physician then attempted to detach the smart coil manually, and it still did not detach. The physician then removed the 3x8 smart coil and it was not used in the procedure. The physician then advanced a 1.5x3 smart coil into the target vessel and reported that the same issue occurred. The 1.5x3 smart coil was also removed and was not used in the procedure. The procedure was completed using six non-penumbra coils. There was no report of an adverse effect to the patient.